Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, fluid build-up around joint, metal poisoning, metallosis and dysfunction. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02018 & 02020).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-02018/-02019/-02020).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, fluid build-up around joint, metal poisoning, metallosis and dysfunction. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011 left hip revision operative report noted the revision was due to pain and a bone scan indicating the loosening of the acetabular cup. Operative report further noted the presence of swelling beneath the capsule, synovial fluid, scar tissue, a pseudotumor with metallosis, leg length discrepancy due to acetabular cup migration and a loose acetabular cup. The modular head, acetabular cup and taper adapter were removed and replaced.